Manufacturer narrative:
(B)(4). The lot was manufactured november 20, 2015 ¿ november 23, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and the device was found to operate per specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was noted after infusion as the device was being disconnected from the patient. Approximately 20 ml of solution was found inside the housing. The device had been filled with 230 ml fluorouracil in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.